Manufacturer narrative:
The insulin pump received with intermittent button response due to unlock keypad connector. The insulin pump received with minor scratches on display window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
Customer called reporting the esc button on his insulin pump is not responding. He has to press the button multiple times for it to respond. Customer's blood glucose is 142 mg/dl. There were no significant events leading to the alarm. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.